Event description:
It was reported that the device delivered inappropriate therapies to the patient due to sensing of non-physiological noise on the ventricular sense/pace channel. The sense/pace portion of the lead was capped and replaced. Defib portion remains active.